Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records for this lot has been requested.

Event description:
Pt advised he was exiting a motor home, caught his foot on the stairs and fell fracturing his femur. A 4.5mm lcp proximal femur plate 8 hole left was implanted. Pt was advised to go to a rehab facility post op and pt declined. "He went home for home pt". The plate broke approx 7 weeks post operative. During revision procedure, the broken plate was removed, and pt was revised to a medullary nail. Pt's wife admitted pt went back to work sooner than medically advised.